Event description:
It was reported that a patient presented in the hospital for unrelated procedure. Upon interrogation post procedure, the pacemaker was noted to take a long time to run any tests, make programming changes and only wand telemetry was available. The extended device interrogation was caused due to rf lockout during atrioventricular node ablation procedure. All the lead measurements were stable and no intervention was required. The device was functioning properly. The patient was stable throughout and will be followed up.